Event description:
The customer reported ECG front end failure, charge button failure. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported ECG front end failure, charge button failure. There was no report of patient involvement or adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.